Manufacturer narrative:
Additional information was received that the ipg was tilted and was painful. The patient underwent a revision procedure wherein the ipg was relocated per patients preference. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient does not want to proceed with the procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a pocket revision procedure.